Manufacturer narrative:
The reported complaint was confirmed by data log analysis. During laboratory evaluation the reported complaint was not duplicated. Both the air bubble detector pod and ultrasonic air sensor were in very good condition, with no signs of damage, tampering or wear. The product surveillance technician (pst) connected both device under test (dut) items to system-1 (aps1) simulator and powered on. The dut equipment powered on normally. A perfusion screen was opened and basic functionality was verified using a ¿tip test¿ utilizing a length of 1/4" x 1/16¿ tubing installed in the dut air sensor after assignment into the perfusion screen. Operation was normal. The devices remained in the ¿on¿ state for seven hours with no false detection or other issues. During the seven hour test period, the module, sensor and the interconnecting cable were all mechanically agitated with no interruption to proper operation. Internal module temperature reported 36.8 degree celsius (° c) which is typical. The pst powered off and placed the dut devices into cold chamber at 10° c for 17 hours. Removed devices from cold chamber and immediately repowered them on the aps1 simulator. He opened a perfusion screen and assigned the module. Turned ¿on¿ the air sensor and performed operation checks for air detection. No problem found and no issues observed with either the module or the air sensor. The devices remained running with no issues found for an additional 5-1/2 hours. The pst powered off and opened the module for internal inspection. Nothing remarkable observed on either of the two printed circuit boards (pcb), generic and air bubble detector (abd) application, under magnified visual inspection. Tantalum capacitors c3 and c7 of the application board measured within typical range as compared with a lab-use abd module (in-circuit measurement). Parts measured approximately 77 microfarad (uf) and 18 uf respectively, using the sencore capacitor analyzer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: after review of the log analysis, the air detector re-booted multiple times during the procedure. During re-booting and when the sensor was off-line, there would be loss of air detection in this part of the cpb circuit. Later, the air detector was turned off and again a loss of air detection capability would be experienced. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was poor communication of air bubble detector (abd) module. During use of the module, (it was presumed around 12 o'clock) an alarm sounded and setting of the abd sensor cleared. Then, a tube was connected to the sensor and it made settings again. After about 30 minutes, the settings were cleared again with the alarm. The above malfunctions were repeated for several times, then the user stopped to use it and removed the sensor from the tube and turned off any settings. After that, the system showed a question mark (?) On the sensor of the central control monitor (ccm). The device was not changed out, as they went without the abd for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.